Event description:
It was reported by the patient that they have been having an increase in seizures. The patient reported having kempra increased but to be doing well with vns otherwise. The patient was recently sick and hospitalized a few times due to c.diff which was not indicated to be alleged or related to vns. The patient reported recently seeing the physician who increased her medication and has not had a seizure since. No known surgical intervention has been reported to date to have been performed for this reported event. No additional relevant information has been received to date.